Manufacturer narrative:
The 510k: 2 unknown: screws locking. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2017 due to pain, a non-union and two broken locking screws (detected by x-ray). The patient was originally implanted with an unknown tibial nail and three (3) unknown locking screws on an unknown date. The unknown tibial nail was explanted intact. Of the (3) unknown locking screws explanted, (1) was intact and (2) were broken. The broken screw fragments were retrieved. One of the explanted broken screws was difficult to remove however, no additional interventions were required. These events resulted in a 20 minute surgical delay. The patient was implanted with a new tibial nail and unknown locking screws. The surgery was successfully completed. The patient outcome was reported stable. This complaint is linked to (B)(4) that captures the reportable malfunction that occurred during the revision surgery. This complaint involves two devices. This report is for 2 unknown: screws locking. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant reported part: 1x unknown tibial nail, 1x unknown locking screw.